Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient still had urinary retention and had bladder spasms. He had a botox treatment in (B)(6) and then thought that was the cause of the stimulator not working. They said they needed to let the botox wear off. The patient had tried two programs and was on the third. He had only one more program to try. The issue had been occurring since implant, on (B)(6)-2016.

Event description:
Additional information was received. It was reported the patient was still having to self-catheterize as they were still having problems getting the urine out. The interstim device was currently turned off. It was noted the patient also had an spinal cord stimulator (scs) device for pain and bladder control; the doctor had found using scs on paralyzed patients had also helped with regaining bladder control. The interstim device was not currently in use and no further complications were reported or are anticipated.

Manufacturer narrative:
Correction: additional review found that the following reported event does not pertain to this device: ¿it was reported the patient was still having to self-catheterize as they were still having problems getting the urine out. It was noted the patient also had an spinal cord stimulator (scs) device for pain and bladder control; the doctor had found using scs on paralyzed patients had also helped with regaining bladder control.¿ this event is now reported in manufacturer¿s report # 3004209178-2017-11563. Any additional information regarding the event will be included in that report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was indicated that the patient experienced a loss of therapy. The rep reported that the patient¿s implantable neurostimulator (ins) was not working for their symptoms. It was indicated that it was unknown if it was a sudden change in therapy/symptoms. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.